Manufacturer narrative:
Medical device expiration date : na. Investigation summary : exec summary - no samples (including photos) were returned therefore bd was not able to duplicate or confirm the customer¿s indicated failure and the root cause is undetermined. A review of the manufacturing records was performed and this is the 1st related complaint for missing label information (expiration date/packet) on lot # 1256143. No non-conformances were raised in association with this type of event for this lot concluding all inspections were performed as per the applicable operations and met qc specifications. CAPA/sa - based on the above no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - due to the batch being manufactured in 2011 and files are retained for 7 years no DHR review can be completed.

Event description:
It was reported that 3 swab alcohol units had label information issues. The following information was provided by the initial reporter : the consumer reported 2 boxes with the same lot # missing the expiry date on the boxes and packets or pads. Date of event : (B)(6) 2021. Sample : no.